Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, indicate product serial number, implant date, implanting physician information, explant date and relevant patient history. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses possible outcome of "leakage" as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
The patient's lap-band system was reported to have "leakage." The patient's port had been removed and replaced due to leakage from the port noted in the fall and the doctor now needs to replace it again as it is "still leaking". Doctor reported they will "be replacing this band system in this patient."

Manufacturer narrative:
Unknown taper. Supplement #1 - sent to the FDA on 01/05/2017.